Event description:
It was reported that the lead had variable/high impedance, oversensing, and was fractured. The lead was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on lead return and analysis. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) no anomalies found; partial lead in segments returned and analyzed. Two sets of setscrew marks were found on the is-1 pin. One set was too proximal and the other was in the correct position. It cannot be determined when, but at some time, the lead was not fully inserted into the device. The distal conductor was also found to be distorted, the outer tubing overlay was melted and breached cut, the outer tubing had a breach, and there was blood/body fluid in/on the outer tubing overlay and helix mechanism.